Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) arrest during which right atrial (ra) oversensing of right ventricular (rv) signals was observed, along with occasional dropped beats. Minimal rv undersensing was observed which technical services (ts) noted did not appear to effect time to therapy. The rhythm was successfully terminated with a 41 joule shock. This device remains in service. No adverse patient effects were reported. Additional information was received that atrial channel oversensing of ventricular signals was observed, resulting in false mode switches. Ts discussed programming optimization at the next device check.